Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on generator and it was found that the max and min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. No continuous activation was noted during testing. The instrument was disassembled and damaged was found to the flexible circuit, in the form of corrosion under the switch dome assembly of both the max and min buttons. This caused the non-activation of the buttons. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a gastrectomy, an actuation sound was heard without pushing any button on the mayo stand at the end of the operation. The device stopped being used, an actuation sound continued intermittently until the generator was turned off. The device was used for the blood vessel. Another device was not used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.